Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead recorded high impedance measurements greater than 3000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature and provided troubleshooting recommendations. No adverse patient effects were reported. This device system remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).